Event description:
It was reported during a laparoscopic cholecystectomy the red button on the 5mm trocar would not stay down. There was no consequence to the pt. 1/24/97 the rep said another 355sd was opened to complete the case.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "red button on the 5mm trocar would not stay down" during surgery occurred due to intermittent arming of the device. The instrument was tested and found to arm intermittently. The device as disassembled and the knife collar was found to be bent which can cause the reported incident to occur. No conclusion could be reached as to how the knife collar had become bent.